Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was not returned to olympus for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that an out of box failure occurred during procedure with the single use-aspiration needle. The customer stated the needle stopped coming out or could not deploy, and the stylet could not be put in. The procedure was completed however, it is not known if there was a delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. A root cause cannot be determined as the device was not returned for physical evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: the initial incorrectly reported the site registration number. The site registration number is (B)(4).